Event description:
It was reported that a malfunction occurred on the pump with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to call back if any malfunction codes reappear.